Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "IV channel was running vasopressin at 0.04units/min when the channel randomly disconnected and just said that there was a channel error. The patient remained stable with no change to bp noted on the monitor, medication was restarted and changed to a new pump and channel."

Event description:
A report was received from health canada's canada vigilance program which states, "IV channel was running vasopressin at 0.04units/min when the channel randomly disconnected and just said that there was a channel error. The patient remained stable with no change to bp noted on the monitor, medication was restarted and changed to a new pump and channel."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "IV channel was running vasopressin at 0.04units/min when the channel randomly disconnected and just said that there was a channel error. The patient remained stable with no change to bp noted on the monitor, medication was restarted and changed to a new pump and channel." Although sample return was requested, the customer stated that the device is not available to be returned. However, the customer stated that their "local biomed completed preventative maintenance on the device following the incident using asm (alaris system maintenance), no fault was found."

Manufacturer narrative:
Correction: describe event or problem.